Event description:
It was reported that during a lap low anterior resection, the device loading with ecr60d could not cut the tissue completely at the 1st firing. Then, ecr60b was loaded into the same device and the device was fired on the uncut part of the tissue. When eea (covidien) was fired on the target tissue, it was found that some parts of deployed staples in echelon device were unformed and a minor leak was confirmed. There were no adverse consequences to the patient. The thickness of the target tissue was normal. Reinforcement material was not used. The doctor was used to the device.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: how was the leak controlled?---when the sales rep asked the surgeon details, it was confirmed that there was no leak. On what tissue type was the device used? At what location on the tissue? ---rectum. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? ---1st or 2nd. During which stroke did the event occur? ---after 4th. What color cartridge was being used? ---gold or blue. What other color cartridges were used before and after this event? ---gold or blue. Was buttressing material utilized? ---no if so, which product? Was the instrument fired across or near an existing staple line or clip? ---yes, across an existing staple line were any unexpected noises heard? ---no if so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)? ---no. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? ---yes. Was there any difficulty removing the device from the tissue? ---no. Is there any other additional information you would like to share about this device or procedure? ---no.

Manufacturer narrative:
(B)(4). The analysis found that one device was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as no cartridge was received for analysis. In addition, two reloads fully fired and in good visual condition were received. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process.